Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified issues. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information was received. The device was deactivated due to due to the patient needed to recover from a surgery that was going to be performed the same day. There were no issues with the aus device. The type of procedure was not specified, however, it was stated that it may be a bladder neck issue.